Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "did the needle fall into the patient?" Yes. "Were x-rays taken to locate the needle piece(s)?" No. "What measures were taken to retrieve the broken piece?" We had to go find the piece of needle that was in the patient. Extra time + difficulty getting it back. "Was there any additional tissue damage as a result of searching for the needle piece?" No, no patient consequences.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2022 and suture was used. During the procedure, the needle broke into two parts at its middle during the suture of the umbilicus, after a surgery under laparoscopy. There was no specific pressure, the suture was performed on a soft tissue. The piece of needle was fallen in the umbilicus and had been retrieved from the patient with difficulty. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 7/25/2022 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: two packets of product code jv1088 were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.